Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Manufacturer narrative:
Follow up # 1/supplemental report text 02/25/2011. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra2 meter read inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2011 at 8am. The patient reported blood glucose results of "270 mg/dl" with the subject meter and "141 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The cca was advised the patient manages his diabetes with novolog insulin, lantus insulin, metformin pills and glipizide pills. At the time of the alleged issue, the patient administered his usual dose of novolog insulin (25 units). About 20 minutes after the start of the alleged issue, the patient claimed he felt symptoms of sweating, "thought he was going to pass out" and went into a panic. By 845am that morning, the patient went to the urgent care/ clinic and obtained a blood glucose result of "46 mg/dl" on another device. The patient was given glucose tablets/glucose gel as treatment. At the time of troubleshooting, the cca noted the meter was set to the correct unit of measurement and an approved sample site was used for testing. The cca walked the patient through a control solution test which fell within range. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.